Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for material deformation and is inconclusive for tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j. Vena cava filter allegedly experienced malposition of device and material deformation. This report was received from a single source. This event did involve patient with no reported patient injury. A 67 years old female patients' weight was not provided.

Manufacturer narrative:
For the reported complaint, the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j. Vena cava filter allegedly experienced malposition of device. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.